Event description:
A surgeon reported a patient with an unexpected outcome one year following intraocular lens (iol) implant surgery. The patient was reported to be experiencing headaches and was unable to see near. In a follow-up, the surgeon has prescribed spherical soft contact lens to see if the patient's vision improves. The surgeon believes the refractive surprise is not lens-related, rather due to "patient not being reliable in response or biometry issues". There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 04/07/2009 and 04/21/2009 by phone, fax, and mail. A completed questionnaire was not received; additional information was obtained by phone.